Manufacturer narrative:
B5: the surgeon requested a vector analysis for a refractive surprise. Claim # (B)(4).

Manufacturer narrative:
B3: unk. D4: expiration date unk. D6a: unk. D6b: unk. H4: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a toric icl into the patients left eye (os). The surgeon requested a vector analysis for lens rotation. The lens remained implanted. Additional information has been requested but none has been forthcoming.